Event description:
Customer stated that the insulin pump had gotten wet when he was floating in the river. The insulin pump is not working. The blood glucose reading is 100 mg/dl. There is fluid under the lcd display. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Corrosion was found at motor assembly and vibrator motor per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.